Manufacturer narrative:
Follow-up # 1 submitted (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the contrast keypad button was found to be intermittently unresponsive; the up arrow, down arrow, and ok keypad buttons responded appropriately. There was evidence of contamination found under all of the key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons had become intermittently unresponsive over the course of several weeks. The patient denied recent trauma to the pump. The keypad was reportedly intact and occasionally went swimming with the pump. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.